Event description:
Patient's parents reported the patient experienced unexplainable elevated blood glucose levels while using the infusion device. Patient switched to the backup infusion device and patient's blood glucose levels returned to normal. Patient's blood glucose level was 30.3 mmol/l (545 mg/dl) and he experienced ketoacidosis. Patient was a little drowsy. Patient's parents reported going to the hospital to get long acting insulin; insulin was given per parents. Parents and diabetes nurse initially thought there was an issue with the infusion set and needle but after several different infusion sets the problem persisted. Diabetes nurse advised to switch to backup infusion device and the issue resolved. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.